Event description:
A customer in (B)(6) notified biomérieux of obtaining a (B)(6) cefoxitin screen result for staphylococcus aureus while testing a patient strain using the vitek® 2 ast-p592 test kit (reference # 22287, lot # 3721152403) . Patient 1: initial vitek® 2 results: (B)(6) cefoxitin screen. Repeat vitek® 2 results: (B)(6) cefoxitin screen. Expected result: (B)(6). Alternate method results: cefoxitin disk diffusion: (B)(6). Filmarray pcr: (B)(6). The customer reported the (B)(6) results; therefore, no incorrect results were reported. It was noted that there was a delay of three days due to repeating the testing. There is no indication or report from the laboratory that the discrepant result or delay led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification from a customer in thailand regarding a false positive cefoxitin screen (oxfs) result for staphylococcus aureus while testing two separate patient strains using the vitek® 2 ast-p592 test kit (reference # 22287, lot # 3721152403) . The customer submitted four (4) strains to biomerieux after the initial investigation had been completed. The investigation was reopened to include crl submittal testing findings. The customer isolates were received and subcultured. Identification of the four (4) organisms was confirmed as staphylococcus aureus via vitek® ms. A second subculture was performed and testing included using both the customer lot (3721152403) and a random lot (3721393403) of retained ast-p592 cards. Agar dilution (ad), the reference method for oxacillin (ox, ox101n) was performed, as was broth microdilution (bmd). Cefoxitin (fox) disc testing was performed, which is the reference method for the oxsf (oxsf01n) test as well as cefoxitin bmd testing. Additionally, pbp2a testing was also performed. The customer¿s false positive oxsf results were not duplicated. Cards were in agreement with all reference and alternative testing methods for both oxacillin and cefoxitin screen testing. The cards were performing as intended and no further action is required. Ast-p592 card lot 3721152403 met final qc release criteria, and passed qc performance testing.see section h10.

Manufacturer narrative:
This report was initially submitted following notification from a customer in thailand obtaining a false positive cefoxitin screen result for staphylococcus aureus while testing two separate patient strains using the vitek® 2 ast-p592 test kit (reference # 22287, lot # 3721152403) . Alternative cefoxitin disk testing was negative, and pcr filmarray was negative for mrsa. After multiple attempts, the customer did not comply with biomérieux request for isolate submittal by the customer. Submittal of the isolate is required in order to confirm a vitek® 2 discrepancy compared to the reference method. Vitek® 2 ast-p592 card, lot 3721152403 met final qc release criteria. The lot passed qc performance testing. A review of complaints did not identify a trend for this card lot.